Event description:
It was reported that the patient underwent an explant procedure due to the device making patient's pain worse. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.